Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While in use in a jugular thrombosis patient for 2 months, the PICC line separated from the hub. The PICC line was placed do to diffuse large b-cell lymphoma with chemotherapy. The radiologist did not know who took care of PICC maintenance and which protocol has been followed. There is no information on how this could have happened. According to the radiologist, the patient reported that he "woke up and the hub was torn off." The line was retrieved over a wire guide and replaced with a new PICC line.